Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. In addition, the inner insulation was kinked/buckled, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism, the helix was blocked by a guide tooth, the lead was stretched and there was apparent explant damage.

Event description:
It was reported that the right ventricular (rv) lead had loss of capture and was found to have very high thresholds. It was determined that the rv lead had dislodged. The rv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.